Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a bronchial stenting procedure performed on (B)(6), 2009. According to the complainant, the stent was deployed in the bronchial tube; however it would not fully expand. After a short time, the delivery system was removed. However, the stent was removed in tandem with the delivery system since the stent had not yet fully expanded. Once outside of the patient, it was noted that the stent had an hourglass shape. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).